Manufacturer narrative:
Sensor and sensor pack (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor pack, platform, and sensor and no issues were observed. Sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug. No further investigation could be performed as the sensor applicator was not returned. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the sensor applicator is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding and pain after inserting the adc freestyle libre sensor. The customer further reported experiencing a loss of consciousness but eventually regained consciousness and was able to self-treat with a glass of water with the assistance of a friend. No further information was provided. There was no report of death or permanent impairment associated with this event.